Manufacturer narrative:
Date of event - 2006the device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause could not be determined.

Event description:
It was reported that patient presented with one (1) 100% stenosed de novo lesion in the popliteal artery, moderately tortuous with reference diameter 6.0 mm and 25 mm in length and concentric with severe calcification. In 2006, during the procedure, the physician inserted a 5.0 mm/6.0 cm 60 cm length polarcath. Post dilation was not performed. The subject perceived pain during cryoplasty inflation. A total of two inflations were performed with satsisfactory technical results. Total cryoplasty procedure time was 25 minutes. Final residual stenosis was unchanged at 100%. A post-dilation was not performed. On two month follow-up, the patient vital status was reported and documented as dead.